Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue is confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated upon receipt. The circulation pump was found to have failed. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the manifold may be defective in an arctic sun device. Per sample evaluation results on 19mar2026, after replacing the manifold, the flow rate was 1.8 l per min, and the inlet pressure was -7.0 psi. However, the pump circulation input rose to 100 percent.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the manifold may be defective in an arctic sun device. Per sample evaluation results on 19mar2026, after replacing the manifold, the flow rate was 1.8 l/min, and the inlet pressure was -7.0 psi. However, the pump circulation input rose to 100%.